Event description:
The costumer reported that the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The costumer complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the "e225 error" malfunction would likely be related to the temperature sensor of the main body that is broken. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had a loose video connector connection and exhibited an e225 error code. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.